Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The emboshield being reported under a separate medwatch report number. There was no reported product deficiency. The reported patient effect of allergic reaction is a known adverse event as listed in the instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that approximately one week post emboshield usage and xact stenting procedure in the right carotid artery, the patient experienced a painful, red rash on his trunk, back, arms and upper legs. The physician assistant feels that the rash is probably related to the patient's medications and not the devices. The patient is currently being treated with medication for the reaction. The patient's condition is continuing but impoved. There was no addition information provided.